Event description:
Neuro rigid ventriculoscope for ventriculostomy using the non-disposable bipolar storz for endoscopy. Surgeons complained of equipment malfunction during case. Settings on appropriately, complain of flame from bipolar from the neurosurgeon. The part numbers of the two defective pieces are karl storz 26176lv- bipolar cord, and 28762kb- bipolar coagulation probe. The parts have been sent to storz for evaluation.

Event description:
Neuro rigid ventriculoscope for ventriculostomy using the non-disposable bipolar storz for endoscopy. Surgeons complained of equipment malfunction during case. Settings on appropriately, complain of flame from bipolar from the neurosurgeon. The part numbers of the two defective pieces are karl storz 26176lv- bipolar cord, and 28762kb- bipolar coagulation probe. The parts have been sent to storz for evaluation.